Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer administered a 50 unit override extended bolus. Reportedly, the customer did not recall requesting the bolus. The customer's blood glucose level was 79 mg/dl. After reviewing t:connect data with tandem's technical support, it was confirmed that the customer requested an extended 50 units override bolus for the timespan of 200 min and was manually stopped after delivering 36.25 units. At the end of the call, the customer's blood glucose level was 84 mg/dl after consuming juice.